Event description:
It was reported that the right ventricular (rv) lead had dislodged and pulled back. Most of the coil was in the atrium instead of the rv. It was further reported that the rv lead had very small r waves and inadequate capture thresholds. It was further reported that the right atrial (ra) lead had also dislodged, and as pulled back in the superior vena cava (svc). It could not be extracted due to scarring in the svc. The lead was no longer in the atrium so it was not sensing p waves. Both leads were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 383059, implanted: (B)(6) 2008. (B)(4).